Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent and extended ipg charging. The patient will undergo an ipg replacement procedure.